Event description:
The customer reported the ventilator automatically shuts down after it powers on. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator automatically shuts down after it powers on. The customer reported there was no patient involvement.